Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received four used, approximately two thirds/completely filled easypump ii lt 100-50-s without packaging. Due to the fact that we could not assign the four samples to one of the generated complaint-notifications (stated: same article number, respectively same batch), the four samples were processed in these four complaint-notifications with identical content: cc-notification: (B)(4), cc-notification: (B)(4), cc-notification: (B)(4), cc-notification: (B)(4). The received pumps were visually inspection. Damages or other deviations were not immediately detected. In as-received condition the white clamps of all pumps were closed. The original wing caps were not handed over by the customer. The patient connectors were not blocked. After opening the top caps, removing the closing cones, we detected solution (liquid) at the filling ports (lli-cone). In addition, we detected liquid and crystallized drug residues at the patient connectors of all samples. The samples were taken to a functional test respectively a leak test was carried out (without adding solution). After starting the pumps (opening the white clamps) and waiting for 60 minutes the pumps did not work (solution was not running). After these 60 minutes leakages were not detected at the samples. All inspected samples are blocked, therefore the samples are not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the customer when he returned to the hospital after 48 hours to exchange the infuser, the nurse found that the infuser was full - it did not perfused.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.